Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event dat is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy due to not charging the device. Surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.